Event description:
It was reported that on (B)(6) 2021, due to the need for chemotherapy, a peripherally intubated central venous catheter was used to insert the central venous catheter from the right upper extremity into the superior vena cava under the guidance of b-ultrasound for intravenous infusion of drugs to prevent extravasation of chemotherapy drugs. After the catheter is placed, the catheter should be sterilized, changed, and cleaned every week for maintenance. For chemotherapy: 2 cycles of endostatin therapy on (B)(6) 2021 and (B)(6) 2021, 2 cycles of chemotherapy starting on (B)(6) 2021, and (B)(6) 2021, the specific dose is: more sitaxel + carboplatin. For the treatment of lung cancer. On (B)(6) 2021, he was returned to the hospital and the patient complained of swelling, pain and discomfort in the right upper arm. The b-ultrasound of the right upper extremity vein showed thrombosis of the right subclavian vein indwelling tube. After consultation with vascular surgery, oral rivaroxaban 10 mg was added on (B)(6) 2021, once a day for anticoagulation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.